Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days from receipt.

Event description:
The information received from the study indicated that the pt was admitted for a procedure with a lesion in the ostium of the left internal carotid artery. The lesion was pre-dilated and treated with a precise stent. It was noted that two angioguards were used during the procedure. When loading the angioguard into a cook shuttle sheath, with the toughy borst y-connector attached, the tip of the guidewire became "bundle up". The same problem occurred with a second angioguard, but the physician straighten the guidewire and used the initial angioguard. It was noted that family of the pt reported a change in speech after the procedure. No changes were noted when an ss was completed. No changes were noted by the physician either. A carotid doppler showed that the stent site was wide open. A CT of the head did not show any acute hemorrhage or bleeding. The physician noted that the pt's language was "mildly dysarthric and mildly diffluent with work finding problems". The neurologist summarized the following: "most likely has had a small right frontal cva...mechanism of this stroke would either be a small embolus from the stent or possible a small piece of dislodged plaque". The embolic protection device (epd) was in place and the filter was clean on exam, after removal. The cec adjudication for the "small frontal cva" was "cva-minor, ipsilateral, ischemic/embolic".